Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported being unable to clip on her insulin pump due to belt clip broken. She also reported she experienced low blood glucose. She stated her blood glucose level was 40mg/dl. No further information was reported.